Event description:
I am an (B)(6), deaf, man, who has had a cochlear implant since 2000. The experience has been mostly successful; I adapted well to the hardware and software, and am very grateful for the ability to converse with family and friends in a variety of settings. A few months ago, I received notification from cochlear americas to the effect that they have declared my sprint speech processor -the external hardware/software that processes and transmits the signal to my surgical implant- to be obsolete. Not knowing what that meant for me in my situation, I made some inquiries. What obsolete means to device users I found out the obsolete designation is required in order for (B)(6) to pay for cochlear americas newer, improved processor, called the freedom. Well and good. However, it also allows cochlear americas to stop repairing, stocking and rebuilding my obsolete sprint model. While I appreciate the fact that cochlear americas continues to upgrade and improve their devices, this leaves those of us who are functioning well with the current model in a difficult position. Cochlear americas is now marketing its new freedom processor as inherently superior to the sprint. While I don't doubt that the company has invested much time and money in it, I tried the freedom processor in 2007. The freedom upgrade was programmed by my very capable programmer (B)(6), at the (B)(6) hosp. After a trial period of several weeks, I found the upgrade's performance to be inferior to my original sprint processor. I returned the freedom processor to cochlear americas for a full refund. As a hearing aid technology user (B)(6), I am well aware that different devices simply work better for some people than for others. Cochlear americas vice president of consumer affairs, email -attached- to my daughter, says as much: extensive testing is always done on a new sound processor with large groups of recipients. Your father's sprint is a very old processor, which lacks a number of the improvements that have been built into the technology since that one was first introduced. The freedom does not have inferior performance to the sprint; people perform better in both quiet and noise. Of course I can't speak to your father's individual situation and why he is not benefitting from the freedom over the sprint -italics added-. Up the proverbial creek. So I, and other sprint users, now have surgically-implanted hardware in our skulls and inner ears, which cannot be replaced, tied to an obsolete external processor that the MFR does not commit to continuing to repair. Many, if not most, of us are deaf without these devices. Ms (B)(4) tells us via a separate email -attached- that - we will continue to service the older processors as long as we have parts available. Right now, we have a good supply of parts for the sprint. I hope this eases your concern. Well, that does not ease my concern. My sprint processor came with claims by cochlear americas of their: hear always program. Life long support, and that the company would be a partner in hearing for life. Apparently, they meant the life of the sprint processor, which they have now conveniently decided is over. Options going forward. Many, if not most, of the current sprint users will hopefully find the new freedom processor, or a subsequent upgrade, satisfactory. I, however, know that the freedom does not work for me, and so am understandably skeptical about future upgrades. The projected need for future repairs is not hypothetical. I have had malfunctions with sprint processors in 2002, 2003-twice-, 2004 and 2009, all replaced by a refurbished processor and paid for by (B)(6). If and when my sprint malfunctions again, what are my options if current and future upgrades don't work for me? Contingency plan. In an attempt to prepare for this situation, I have ordered parts so that now I have spares for every orderable part or accessory. I asked cochlear americas for the price of a refurbished processor, and their "non-negotiable" price is in (B)(4) range. In response to my question, I was told they planned to sell them to implant users. Frankly, I would think that honoring the previous guarantees of service, especially for this type of product, would be considered as a cost of doing business, especially for a company so well established, and regarded, in this field. Why should people who cannot use the new processor, and who are effectively deaf without one, bear the brunt of that business decision by cochlear americas? The bottom line. On behalf of myself and thousands of other people, of all ages, who rely on cochlear americas products to hear and function in the world, I am asking that the company be required to continue to repair and replace their processors for as long as they are in use. To the extent that the newer model works for some people, that's a great solution. But for those, like me, for whom it does not work, cochlear americas should step up to the plate, and continue to service the products that have allowed it to be financially successful and continue to invest in and develop these technologies. As of now, I will take extra good care of my processors and component parts. I remain puzzled, however, by a system that couples advances in technology with uncertainty, expense and turmoil for people who have no other existing options, and cannot switch to another product. I would appreciate your sharing this info with others who might be impacted by it, and with those in a position to advocate for people like me. (B)(6). Dates of use: 10 yrs. Diagnosis or reason for use: congenital deafness.